Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited to low impedance and noise like myopotential which caused a polarity switch. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.